Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the threshold suspend feature on her insulin pump activated even though her blood glucose was 130 mg/dl and the pump is set to suspend at 60 mg/dl. Troubleshooting was initiated for the sensor glucose and blood glucose discrepancies. During the phone call the sensor glucose and blood glucose began to read more accurately and similarly; the patient's sensor glucose became 59 mg/dl and her blood glucose was 53 mg/dl. The customer confirmed that she readjusted the sensor by pushing it down in her body more. It is believed that when her pump originally suspended at 130 mg/dl that her blood glucose was dropping at a rapid rate so the change did not register to the pump in a timely fashion. The customer was advised to remove her sensor and monitor her blood glucose until she gets new sensors. No products were shipped or returned.